Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump's wifi is no longer functioning and the unit smells of burning. There was unknown patient involvement and unknown patient harm/adverse event reported.

Manufacturer narrative:
H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional tests were performed. The problem was found to be a defective interconnect printed circuit board (pcb) and mainboard. The interconnect pcb and mainboard were replaced to fix the issue.